Event description:
Called nurse - she said she works in ER dept. She has had several of her nurses tell her that they got a false negative hcg result with the test. They tried testing some pts from labor and delivery and all tests were negative. She took the lot number out of the use and stopped using it. She said she was too busy to talk and give add'l info. It is not known if test procedure from product instruction was followed. The efforts to have unused devices returned were unsuccessful.

Manufacturer narrative:
Retention device testing performed. The retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml, 10iu/ml and 213.2iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Probable root cause: the urine hcg level always lower than serum as the urine sample is more likely influenced by many factors. If the pt drinks too much water which will dilute the urine before the test, the urine may not contain representative levels of hcg and a false negative result may be obtained. As so, if pregnancy is suspected, a first morning urine specimen should be collected and tested. Conclusion: the retension strips meet qc spec. No false negative result was observed. This complaint is not confirmed. Mfg documentation for this lot number was reviewed. No abnormality had been observed.